Event description:
The company representative reported that during the user's second procedure using this type of device, the user had technique issues in manipulating tissue and properly deploying the fasteners. A refurbished endoscope with an oversized boot tip also caused device utilization problems and contributed to excessive procedure length. The procedure lasted three hours (normally one hour) and the amount of insufflation used caused patient complications, including pneumoperitoneum. The patient remained admitted at the hospital for observation. The following day, testing also revealed a small esophageal leak.

Manufacturer narrative:
User operating technique error. The user did not follow the following instructions in the IFU including: ensuring the properly sized endoscope was used. Using excessive force on the device, fastener pusher controls. Keeping insufflation air to a minimum during the procedure. Keeping stylets in full visual range to ensure only tissue wanted is pierced. The patient's esophageal leak resolved on it's own. A chest tube was inserted to resolve the pneumoperitoneum. The patient recovered and was scheduled for release in 2009. The user was open to the suggestion of additional training and observation for future cases.